Event description:
The customer contact reported that the pt received more medication than intended. The pump was programmed to delivery an unspecified concentration of alteplase at a rate of 10ml/hr and the delivery was started. No further programming parameters were provided. After approx 1-2 hours, the pump sounded an unspecified alarm and the nurse noted the alteplase container was empty. The physician was notified and ordered an unspecified coagulation test. The device was removed from clinical service. Therapy was resumed approx 90 minutes later. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.